Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed both the control unit and motor for device were defective causing the motor to run rough and seize. Maintenance was conducted and the device returned to customer on (B)(4) 2012. This complaint is indeterminate. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Event description:
Customer reported the device ran intermittently. This is report 1 of 1 for #(B)(4).